Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. Details of the reaction were not provided. On (B)(6) 2016, the patient was taken to the doctor who prescribed fluocinonide cream, which the patient's mother used to treat the affected. At the time of contact, the patient was fine. No additional event or patient information was provided.